Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted specify not done". The patient's medical history included body mass index high. Concurrent conditions included delayed period since (B)(6)2018, pelvic exploration since 2017, uterine leiomyoma, menses irregular with excessive bleeding, menstruation frequent, obesity and essential hypertension. Concomitant products included chloral hydrate;promethazine hydrochloride (phenergan and chloral hydrate) since 2018 and loratadine (loratab) since 2017. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6)2007, the patient had essure (ess205) inserted. In 2010, the patient experienced allergy to metals ("nickel allergy"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: not specified") and migraine ("migraines / headaches"). In 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss, specify which one: weight gain,"). In 2017, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), rash ("rashes or skin conditions type: not specified"), cystitis ("infection (bladder/urinary tract/vaginal) type: not specified,"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: not specified,"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: not specified,"), tooth disorder ("dental problems"), infection ("infection (other) describe did not specify"), abdominal pain lower ("lower abdominal pain"), skin rash ("rashes or skin conditions type: not specified"), ingrown hair ("hormonal changes describe: hair on chin"), hot flush ("hormonal changes describe: hot flashes"), menstruation irregular ("hormonal changes describe: irregular periods") and urinary tract infection fungal ("infection (other) describe: yeast urinary") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) other (please specify) - cystoscopy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the uterine haemorrhage, vaginal haemorrhage, hormone level abnormal, menorrhagia, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, migraine, infection, skin rash, ingrown hair, hot flush, menstruation irregular and urinary tract infection fungal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hot flush, infection, ingrown hair, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, urinary tract infection fungal, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and skin rash to be related to essure (ess205). The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Ultrasound uterus - on an unknown date: showing enlarged (10cm) uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: hair on chin, hot flashes irregular periods, infection (other) describe: yeast urinary. Outcome of event pelvic pain, abdominal pain lower were updated. Onset date of event nausea , allergy to metals, pelvic pain, alopecia, weight increased, vaginal discharge, gastrointestinal disorder were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted specify not done". The patient's medical history included body mass index. Concurrent conditions included delayed period since (B)(6) 2018, pelvic exploration since 2017, uterine leiomyoma, menses irregular with excessive bleeding, menstruation frequent, obesity and essential hypertension. Concomitant products included chloral hydrate; promethazine hydrochloride (phenergan and chloral hydrate) since 2018 and loratadine (loratab) since 2017. In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), rash ("rashes or skin conditions type: not specified"), cystitis ("infection (bladder / urinary tract / vaginal) type: not specified,"), urinary tract infection ("infection (bladder / urinary tract / vaginal)type: not specified,"), vaginal infection ("infection (bladder / urinary tract / vaginal)type: not specified,"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: not specified"), alopecia ("hair loss"), migraine ("migraines / headaches"), infection ("infection (other) describe did not specify"), abdominal pain lower ("lower abdominal pain") and skin disorder ("rashes or skin conditions type: not specified") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss, specify which one: weight gain,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) other (please specify) - cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, vaginal haemorrhage, hormone level abnormal, menorrhagia, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, migraine, infection, abdominal pain lower and skin disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Ultrasound uterus - on an unknown date: showing enlarged (10cm) uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: plaintiff fact sheet and mr document received, new reporter, case become significant invalid to valid patient demographic, essure start stop date, lab data, concomitant condition, concomitant medication and event injury replaces with hormonal changes, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia) abnormal uterine bleeding, infection (bladder / urinary tract / vaginal) type: not specified, apareunia (inability to have sexual intercourse), rashes or skin conditions type: not specified, nausea, dental problems, nickel allergy, pain, vaginal discharge, fatigue, weight gain / loss, specify which one: weight gain, gastrointestinal or digestive system condition type: not specified, hair loss, migraines / headaches, infection (other) describe did not specify, lower abdominal pain and essure confirmation test(s) conducted specify not done were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.